Event description:
Device issue: dislodged stent and separated balloon material. Time of device issue: during stenting procedure. Adverse event: unretrieved non-resorbable material. It was reported that the pt presented with an acute mi and an emergent procedure to be performed. The target lesion was in the distal right coronary artery (rca) with no tortuosity. The mid-rca was totally occluded and dilatation was performed and timi 3 flow was restored. The rx xience v 2.5 x 18 was advanced toward the mid-rca; however, the device caught in the proximal rca on calcium and did not reach the lesion. The stent dislodged in the rca with a portion of the balloon and marker. The stent and the portion of the balloon remain in the rca. The pt is reportedly doing fine. No intervention was performed to appose the stent and balloon material in the vessel or to remove it. The pt has had a previous coronary artery bypass graft (CABG) and the vessel was moderately calcified. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. Stent retention can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion/anatomy, accessory devices, and/or previously implanted stents. To ensure this type of event is not the result of a product quality deficiency, all xience v stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Based on the info received with the complaint, the inability to cross and stent dislodgement appear to be related to interaction with the calcified anatomy. Since the device was not returned for eval, it is unk specifically what portion of the catheter remains in the pt. It was reported that along with the dislodged stent implant, a piece of the balloon and a piece of "plastic" detached and were left in the pt. It is unk if the "plastic" is possibly a portion of the inner member or tip of the catheter. As there was no reported damage to the device noted prior to use, the damage to the balloon/shaft most likely occurred during the procedure from interaction with the lesion calcium and possibly the stent implant as it dislodged from the balloon. However, a conclusive cause for the detachment cannot be determined. The mfg records were reviewed for this lot and there were no non-conforming material records related to this incident associated with this lot. It was reported that the pt presented with an acute myocardial infarction and an emergent procedure was performed. The xience v instructions for use (IFU) states: "safety and effectiveness of the xience v stent has not been established for subject populations with the following clinical settings: recent acute myocardial infarction (ami) or evidence of thrombus in the target vessel." However, it cannot be concluded if this concluded if this contributed to any of the reported difficulties experienced during the procedure. In this case, based on the reported info, it appears interaction with the lesion calcium contributed to the reported failure to advance and stent dislodgement. A conclusive cause for the detachment of a portion of the balloon/shaft cannot be determined, but was also likely influenced by interaction with the calcium and stent implant. The balloon/shaft material and dislodged stent implant that remain in the vessel appear to be a result of the case circumstances, as no attempts were made to retrieve the materials.